Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2013. The patient reported blood glucose results of ¿144, 44 and 484 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not specified how the patient manage his diabetes or if changes were made to his usual management routine. After the start of the alleged issue, the patient claimed he felt symptoms of light headed and dizzy. The patient reportedly visited the emergency room (ER) and obtained a blood glucose result ¿roughly 500 mg/dl¿ with the ER/ hospital meter. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient on using the correct test strips with the subject meter per the owner¿s booklet recommendations. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result with the ER/ hospital meter suggestive of a serious injury and may have received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.